Event description:
Philips received a complaint by the customer on the v60 indicating that the system stopped working while in use and presented spi (serial peripheral interface) bus failures. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. A test run was performed, and the occurrence records of the following spi bus failures were confirmed in the event log: machine and proximal pressure sensors failed (diagnostic code 1007); -machine pressure sensor calibration data error (diagnostic code 1106); proximal pressure sensor calibration data error (diagnostic code 1107); oxygen pressure sensor calibration data error (diagnostic code 1110); barometer calibration data error (diagnostic code 1113); barometer sensor range error (diagnostic code 1114); data acquisition pcba (printed circuit board assembly) adc (analog to digital converter) reference failed; air flow sensor calibration data error (diagnostic code 110e); oxygen flow sensor calibration data error (diagnostic code 110f). It has been determined that the power management pcba and data acquisition pcba need to be replaced to resolve the reported problem. Investigation is ongoing.

Manufacturer narrative:
E1 reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number:(B)(6).

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered power management pcba (printed circuit board assembly) and data acquisition pcba aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.